Manufacturer narrative:
Block a4: the patient's weight is 50.6 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned without bands attached to it. The ligator housing teeth were found bent. Also, the handle had marks of the trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing returned had no bands attached to it, and the ligator housing teeth were found bent. It is possible that the marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of anorectal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first two bands were deployed correctly; however, the third band could not be deployed, and it was noticed that it was twisted together. After examination, it was found that the third twist handle was deployed from the fifth coil, and the third and fourth coils were not bound by the nylon thread. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the patient's weight is 50.6 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of anorectal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the first two bands were deployed correctly; however, the third band could not be deployed, and it was noticed that it was twisted together. After examination, it was found that the third twist handle was deployed from the fifth coil, and the third and fourth coils were not bound by the nylon thread. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.